Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine (unknown concentration and dose) via an implantable infusion pump. Indications for use included non-malignant pain and lumbar radiculopathy. It was reported that the pump "failed", further explained as the pump was found to be flipped in (B)(6) 2009. The patient had surgery to correct it. They had reportedly performed x-rays and "tested the tubes." After the pump was "repaired," the drug in the pump (morphine) was not helpful for her pain so the pump was filled with water/saline. [Refer to manufacturer's report #3004209178-2014-19639 for further details regarding this]. No information was provided regarding the cause of the flipped pump, or if the patient had any symptoms related to the flipped pump. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.